Event description:
The customer alleged inaccurate high readings on their one touch basic meter which resulted in a visit to the emergency room. Patient reports they felt their bg was low, with symptoms of dizziness and nausea. Patient passed out and fell and was taken to the emergency room. Their blood glucose on their meter was 64 mg/dl while the hcp meter read 38 mg/dl within 10 minutes. Patient was treated with glucose and food and released.